Event description:
It was reported that a ¿patient presented with back pain in (B)(6) 2007 and a bulging disc at l2-3 and l3-4. Patient then presented a month later with back pain that radiates to the right gluteal area. The patient¿s previous MRI of the lumbosacral spine revealed degenerative disc disease at l3-4 and l4-5 with significant central herniation at l4-5 that resulted in rather severe spinal stenosis. Impression: degenerative disc disease at l3-4 and l4-5 with significant spinal stenosis at l4-5 and lesser at l3-4. In (B)(6) 2007, the patient underwent x-rays of the chest with no acute findings. In (B)(6) 2007, the patient underwent tlif at l3-4, l4-5 using rhbmp-2/acs with spacer and pedicle screw fixation. Post-op x-rays show good position of hardware and graft. In (B)(6) 2012, patient presented with low back pain. Impression: post-laminectomy syndrome with left-sided radiculopathy; lumbar degenerative disc disease. The patient¿s urine analysis came back positive for thc and hydrocodone, both non prescribed drugs. The patient then presented in (B)(6) 2013 with preoperative diagnoses of failed back syndrome and low back pain syndrome with bilateral lumbar radiculopathy. The patient underwent a bilateral l5 selective epidural nerve root block under fluoroscopy. No patient complications were noted. In (B)(6) 2013, patient then presented for an office visit: impression: post laminectomy syndrome with left-sided radiculopathy; lumbar degenerative disc disease.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.